Event description:
It was reported that episodes of post-paced t wave oversensing were observed on the device. It is unknown if these episodes were due to fusion and/or a loss of capture. The patient was not pacemaker dependent. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.